Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not sampled. The channels were flushed during precleaning with detergent. The channels and distal end were also manually cleaned with detergent. Manual disinfection was not performed. Etd4 (endothermo disinfector) was used as the aer along with detergent and disinfectant from olympus. The scope was stored in an endoscope drying cabinet (edc) drying cabinet. The scope was not sterilized. The maintenance/repair was performed by olympus. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported by the customer, on (B)(6) 2021, the evis exera ii duodenovideoscope tested positive for four (4) cfus of bacillus species. On (B)(6) 2021, the scope tested positive for two (2) cfus of bacillus species. On (B)(6) 2021, the scope tested positive for fourteen (14) cfus of staphylococcus species. On (B)(6) 2021, the scope tested positive for three (3) cfus of staphylococcus species. On (B)(6) 2021, the scope tested positive for three (3) colony forming units (cfus) of escherichia coli, forty (40) cfus of enterococcus faecium, and twenty-five (25) cfus of candida species. The scope was not used in between testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.